Event description:
After zero balancing, the catheter was placed and connected to a v420 monitor. One day post insertion, it became impossible to measure intracranial pressure. The catheter was replaced, intracranial pressure monitoring was then successful. No pt injury was reported.